Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the bending section cover. However, a conclusive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The root cause of the foreign material remaining in the device could not be specified. The device was returned to olympus for inspection, and the customer's complaint about a reportable malfunction was confirmed the suggested event ¿whitish foreign material resembled powder mixed with water or dry solution adhered to a/w-channel and a/w-cylinder.¿ therefore, it was confirmed that the device did not meet its specifications and function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the bending section. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope in addition, the following non-reportable malfunctions were found during the device evaluation: grip has a scratch, - flexibility adjustment ring has a scratch, forceps channel port has a dent, air/water cylinder has discoloration, scope-cylinder has no color, switch box has a scratch, due to a pinhole on bending section, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of specification, due to breakage of light guide-bundle, illumination is poor, light guide lens has a crack, bending tube is damaged, connecting tube is snaking, and universal cord has a wrinkle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿the big wheel (angulation control knob) is too loose¿ was confirmed. The following findings were also noted during device evaluation: grip has a scratch, flexibility adjustment ring has a scratch, forceps channel port has a dent, air water-cylinder has discoloration, suction-cylinder has no color, switch box has a scratch, due to a pinhole on bending section, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, bending angle in down direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specifications, due to breakage of light guide-bundle, illumination is poor, light guide lens has a crack, bending tube is damaged, connecting tube is snaking, and universal cord has a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer evis exera iii colonovideoscope the big wheel (angulation control knob) is too loose during procedure. Upon inspection and evaluation, a whitish foreign material resembling powder mixed with water or a dry solution was found inside the air water-tube and inside the air water-cylinder. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.